Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral head. Unknown stem. Unknown cup. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was scrapped. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent liner revision due to dislocation. The patient had fallen approximately six months prior to revision. During the revision, the liner was found to be fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent liner, head and neck revision due to dislocation. The patient had fallen approximately six months prior to revision. During the revision, the liner was found to be fractured.